Event description:
A periodic review of the manufacturer's programming history database identified an instance of high impedance from system diagnostics. The device was already disabled at the time of detection. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.